Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving morphine (25 mg/ml at 4.998 mg/day) via an implantable infusion pump for non-malignant pain. It was reported that the pump and catheter were explanted on (B)(6) 2018 due to an infection. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting were performed. The catheter and pump were eventually replaced on (B)(6) 2018. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Product ID 8590-1, lot# n663560, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: accessory. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 03-mar-2019, UDI#: (B)(4). Product ID: 8590-1, lot #: n663560, ubd: 07-sep-2018, UDI#: (B)(4): if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the system explant for infection, it was noted that it was because the patient was a bad smoker.